Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: l5-s1 posterior lumbar interbody fusion with pedicle screw fixation; for pre-op diagnosis of: lumbar spondylosis. Indications: the patient is a (B)(6) female with a long-term history of back and lower extremity pain. MRI showed degenerative disease at l5-s1 with bilateral lateral recess stenosis and neural foraminal narrowing. As perop notes: ".. The disc space was repaired using pituitary rongeur as well as angled rasps and curettes. An allograft cage was then gently tapped into place from the left, into the anterior midline of the interspace. This was done utilizing direct fluoroscopic guidance. After placing the allograft, a sponge soaked in bmp was gently placed into the interspace, followed by locally harvested morselized autograft.. The patient was transferred to the post-anesthesia care unit in satisfactory condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.